Manufacturer narrative:
The console was serviced onsite by a field service engineer (fse). During functional evaluation, the fse performed the low voltage power supply (lvps) replacement. The cpu board was also replaced. As a result, the console was functioning as intended. It is likely that the malfunction found could have affected the device performance leading to the event experienced by the customer. Based on available information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console switched off during the procedure, and, when it was restarted, it failed to perform the check before the initial screen, remaining in a loop on the screen. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.